Manufacturer narrative:
The product involved in the report was returned for evaluation. The device was evaluated. The tubing appeared to have expanded to form a balloon shape which burst in multiple direction causing a separation of the tube into two pieces. The separated/ broke-of tubing (distal end) was not returned in the lab with the sample tube. When manually pressing the tubing back together, there were thin layers of the material noticed on the ballooned portion of the tube. The breaking point exhibited slight dried foreign material residue. Root cause could not be determined. All information reasonably known as of 10-jun-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that the patient had a nasogastric tube which was infusing 125ml/hr (75ml feeds, and 50ml of h2o/hr). It was alleged that the tube had been in place for a month and was running well, until the nurse got the patient up to a chair and then the pump alarmed occlusion. The nurse attempted to flush the tube but was unable. Upon removal of the tube it was discovered it had ruptured inside the patient. Additional information received 26-apr-2022- stated the patient is stable and had only received crushed medications via the tube. When the device was removed it was noted the end of tube ruptured, but the device was intact when pulled from the patient. There was no reported injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 11 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).